Event description:
It was reported that the patient's device was removed due to infection. No other information was available at the time of report. Further information has been requested. If further information becomes available, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 3487a-33, lot# j0217109v, implanted: (B)(6) 2002, product type: lead. Product ID: 3487a-33, lot# j0217109v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).